Manufacturer narrative:
Device eval: the device was disposed of by the hospital; therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. A review of the mfg record for this particular batch shows that the device met its material, assembly and product specs. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The pt was being treated for in-stent restenosis (stent unk). The 99% stenotic lesion was located in the severely calcified and severely tortuous proximal left anterior descending artery. The physician advanced the 3.0 x 20 mm maverick2 balloon catheter to the lesion and on the first inflation, inflated the balloon to 6 atms for fifteen seconds. On the second inflation, the physician inflated the balloon to 10 atms and it ruptured. The device was removed intact. There were no pt complications. The procedure was successfully completed with a different balloon. Pt status is reported as "good".